Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between the patient line and transfer set. This occurred during drain three of four of peritoneal dialysis therapy. The patient stated that they became disconnected earlier in the therapy and reconnected to the patient line. They used tape to secure the connection. The stated that the connection to the patient line and transfer set was loose despite tightening the connection. Renal therapy services advised the patient to end the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.